Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that their charger would no longer find their battery implant. No symptoms were reported. No further complications were reported. Follow-up was conducted.